Event description:
It was reported that a pump declared alarm 20 while the customer was using it. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, preventing successful insulin therapy resumption. Consequently, technical support decided to replace the pump under warranty and instructed the customer on how to manage the situation, including allowing the pump's battery to deplete before returning it. The customer was informed about using multiple daily injections (mdi) as backup therapy and agreed to return the faulty pump using a prepaid label within 10 days.